Event description:
Reporter indicated that the pt had high impedance results from both the system and normal diagnostics. Per reporter, pt does not have any adverse events and still feels stimulation. There was also no trauma or manipulation reported. Since pt is still doing so well, doctor did not want to turn the device off, so he just lowered the settings. All attempts for info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.